Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was attempted to be repositioned, but was ultimately removed and replaced. The asymptomatic patient was discharged post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.